Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site. The cse bypassed the uninterruptable power supply (ups), ran daily cleaning procedures and quality controls, after which the instrument was operational. The cse returned to the customer site and replaced the power supply. The components in the power supply are flammability rated, meaning they will not catch fire when they fail. The cause of smoke being emitted from the instrument was a power supply failure. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The operator of an advia centaur xp instrument contacted the siemens customer care center (ccc) to report the instrument screen went black. The instrument went down and the uninterruptable power supply (ups) was beeping. The ccc instructed the customer to power off the ups, when a pop noise and smoke were emitted from the instrument. There were no injuries to laboratory personnel and no patient samples were affected due to the smoke emitted from the system.